Event description:
Lcs duofix revision. Reason for revision: pain. (B)(6) 2013 - updated - product details received for tibial tray, insert and patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.